Manufacturer narrative:
Catheter model: 8703w35, serial# (B)(4), implanted/ explanted: unk. (B)(4).

Event description:
It was initially reported that they thought there was ¿an issue with the pump¿. As of the date of this report, it was indicated that right now they were going to try and do a dye study. Reporter was ¿not too sure right now, about patient symptoms¿. It was later reported that patient was implanted approximately in 1998. He had been followed by a healthcare provider (hcp) in (B)(6) since 2000 and was refilled there "every 2 months or so". He had a "polymixture" in his pump. On (B)(6) 2013, hcp determined that his catheter was patent. Reporter was unaware how long he was without therapy as he was on "high doses of narcotics" both po/IV during his "hospitalization". Reporter had no further information.